Event description:
It has been determined, that the device associated with this complaint is a non-allergan device. This record is no longer reportable to the FDA.

Event description:
Healthcare professional reported left side "rupture and exchange from textured to smooth due to the patient's concern of the product." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.